Manufacturer narrative:
(B)(4). Above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the nc trek instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). (B)(4). The additional nc trek and rx trek referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with mild tortuosity and heavy calcification. A 2.5x12mm rx trek balloon dilatation catheter (bdc) was advanced without any resistance noted and intended to be used for pre-dilatation. However, the balloon ruptured at 20 atmospheres (atms). The 2.5x12mm rx trek bdc was simply removed. A 2.5x12mm nc trek bdc was then advanced without any resistance noted; however, the balloon ruptured at 22 atms. The bdc was simply removed. A 2.75x12mm nc trek bdc was advanced without any resistance noted, inflated up to 18 atms and another balloon rupture occurred. The bdc was simply removed. Reportedly, all three balloon dilatation catheters were soaked and prepped outside of the patients anatomy. A 1.75 non-abbott rotablator system was ultimately used to complete pre-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.